Manufacturer narrative:
The field service representative (fsr) could not verify the reported issue. He replaced the flow module and the flow sensor. The unit operated to the manufacturer's specifications. This complaint is related to (B)(4) / MFR #1828100-2020-00388. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the flow probe would not display readings without being unplugged and plugged back in. It also had random alarms. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: multiple attempts were made to reach out to the perfusionist regarding an incident the team had with their flow probe and suspect alarms during a cardiopulmonary bypass (cpb) procedure. Known information is that during a cpb procedure on (B)(6) 2020, the team had to repeatedly plug and unplug the flow probe back in to get a reading for the centrifugal flow. Also, there were some alarms during this period that were unidentified by the user. It is not known if they changed out the device, but information is available that they plugged it in and out, therefore assumption is that they used the flow probe during the entire procedure. There was no delay in the continuation of the surgical procedure. There was no harm or blood loos related to the issue.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician could not duplicated the reported complaint. The flow sensor performed as intended for 25 hours and eight minutes. There was no observations of random alarms.